Event description:
It was reported that an ilet user attempting to complete setup was unable to pair a dexcom g7 sensor to the ilet, resulting in repeated ¿pairing failed¿ alerts, while dexcom readings were present on the mobile app and no g7 warmup had occurred; the issue prevented entry of weight and initial setup. Symptoms included no glucose data on the ilet due to failure of device-to-sensor communication. Outcomes included user inconvenience and a temporary interruption of automated insulin therapy on the ilet. Investigation included guided troubleshooting and education, including toggling between dexcom g6 and g7 settings on the ilet to reinitiate pairing. Investigation of this case revealed that the pairing workflow error was addressed by reconfiguring the ilet cgm setting, after which the ilet began pairing with the g7, suggesting a software configuration or communication workflow issue rather than a sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was a transient pairing configuration issue resolved by corrective troubleshooting steps.